Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced cardiac arrest. It was also reported that the right ventricular (rv) lead exhibited potential oversensing with morphology of ventricular rates unable to be assessed. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.